Manufacturer narrative:
The system logs were reviewed and on the date of the event, after selecting a surgeon profile, the procedure, and imaging system, the system stopped logging. Three subsequent sessions exited unexpectedly in the context of verifying instruments. The fourth session showed the user was able to scan the patient, navigate, and the system shut down normally. The logs did not provide insight into the cause of the complaint. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the system functioned as expected. The system then passed the system checkout and was found to be fully functional. No parts have been sent to the manufacturer for analysis.

Event description:
Medtronic received information that the morning before a case, an msb rep was getting the system set-up for a case and when he got to the verify instruments screen, the system would reset. This happened twice and on the third time it worked fine. Trouble shooting was unable to consistently replicate the issue and a workflow was established in an attempt to alleviate future recurrence. There was no patient present when this issue was identified.